Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems during rewind. The customer stated that she was off the pump while staying at the doctor's office. The customer stated that she got back to the insulin pump and bolus for her 303mg/dl. The caller mentioned that the insulin pump did not beep or vibrate when the low reservoir alarms occurred in the past two years. Performed the self test and passed. Offered to troubleshoot for the high blood glucose, but she declined. No further information was provided.